Event description:
It was reported that the system c-arm rotated to one side and collided with the table without initiation by the operator. There was no report of pt or operator injury. It appears that there was no longer a mechanical connection between the c-arm and the motor when the event occurred. There was a mechanical block of the c-arm movement, which does not result in any risk to the pt or operator. The mechanical block will be detected when performing daily system checks. When this occurs, the customer is advised to inform the service organization. If the blockage occurs during an exam, the customer is also advised to inform service of the issue. In either case, according to existing procedure, service recommends that the customer not operate the system until service repairs the malfunction. In this instance, the customer continued using the system until the unintended movement occurred. This event occurred in (B)(6).

Manufacturer narrative:
To prevent future occurrence of this issue, regional service managers are being notified to disallow further system operation if they become aware of this specific problem at any of their customer sites. This corrective measure was implanted (B)(6) 2009. (B)(6).